Event description:
Customer reported to beckman coulter, inc. (Bec) that the smoke was billowing out from the right side of the access 2 immunoassay system. Customer reported they noticed the smoke when they had the front panel up for doing maintenance, customer reported they did not notice any sparks or arcing, and saw no flames. Customer reported they turned off the instrument as soon as the smoke was noticed. Customer reported there was no heat. Customer reported the fire department was not called. Customer indicated they notified their in-house maintenance people. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (bec) found the stepper motor driver printed circuit board (pcb) had a burnt integrated circuit (ic) at position u38. The fse replaced the pcb. All verification tests passed all specifications after the repair.

Manufacturer narrative:
(B)(4).